Event description:
Complainant alleged that the clinicians were pacing a pt (age and gender unk) with the device at 80ma and 80ppm, but that when they increased the ppm rate to 110ppm, they were unable to capture the pt's heart rate. The clinicians obtained another device to successfully capture the pt's heart rate. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.